Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm on (B)(6) 2023 with the message "replace controller". The controller cable had already been taped in several areas. Log files were submitted. The controller was exchanged and no further issues were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via the provided log file; the controller being taped was also confirmed via an image provided by the customer. The log file contained data spanning approximately 4 days (23feb2023 ¿ 27feb2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. Two ¿replace controller¿ alarms were observed on 24feb2023 at 6:59. The alarms correlated to a backup processor fault flag remaining active for an extended period. The pump¿s power was observed to measure at above-average values during this time, triggering the fault flags. The alarms resolved within the same minute of activation and did not reoccur throughout the data, and the patient¿s power values returned to typical values. No other notable events were observed. The system controller (serial number pc-(B)(6)) was not returned for analysis. Per the image provided by the customer, tape was observed on the controller¿s white power cable and bend relief. However, damage beneath the tape was unable to be observed. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number pc-(B)(6)showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the replace controller alarm. The heartmate ii patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.